Manufacturer narrative:
On 17 nov 2017 the medical affairs made the following analysis: partial hip revision surgery (cup, head and liner) due to dislocation occurred during the first postoperative month. According to the report, the reason of this event is probably linked to a suboptimal component positioning during primary implantation. Dislocation may also be caused by insufficient soft tissue tension but it can hardly be caused by standard devices batch review performed on 30 november 2017: lot 170091: (B)(4) items manufactured and released on 18 may 2017. Expiration date: 2022-05-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cc flat pe hc ø liner 36 / f ref. 01.26.3648hct lot. 172578 (k103352): (B)(4) items manufactured and released on 25 july 2017. Expiration date: 2022-07-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 36 size m ref. 01.25.031 lot. 166598 (k080885): (B)(4) items manufactured and released on 18 january 2017. Expiration date: 2022-01-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of discomfort. The surgeon determined the patient had dislocated his hip, the patient was dislocating posteriorly. The cup was not anteverted enough. The surgeon revised the cup, head and liner. The surgery was completed successfully.